Manufacturer narrative:
The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as oct 4, 2005. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-testing, it was observed that the battery casing device was "not working with [a] fully charged battery.¿ there was no patient involvement reported. It is unknown if a spare device was available or if there was a delay to a planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional and visual assessment revealed that the device¿s contacts have corrosion. Therefore, the reported condition was confirmed. The assignable root cause was most likely due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.